Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two weeks post implant, the implantable cardiac monitor was "working its way out through the skin". The device was explanted and replaced. No patient complications have been reported as a result of this event.